Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 561 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and the insulin pump passed all test functions. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer returned the product back for analysis.